Event description:
It was reported that, the tip of the instrument broke off during use in a right knee arthroscopic procedure. The tip was retrieved and there was no reported injury or surgical delay.

Manufacturer narrative:
No medwatch form rec'd from the user facility. Investigation results: the instrument was rec'd for evaluation. The tip that broke off was not returned. The tip/cutter was found to be severely damaged and the tip completely broken off. In addition, the tube and actuator were found damaged. Conmed linvatec service records found no previous repair/service for this instrument. The sales representative will provide any add'l educational needs on care and use of this product.